Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported: small baby who needed extra oxygen and ventilation was ventilated with dräger vn 500 ventilator. The baby was sleeping and ventilator suddenly stopped ventilation and gave alarm. Baby was immediately ventilated manually. Vn 500 restarted for a while itself for startwindow. The alarm of the device turned off and on and then started to alarm continuously during selftest period. The ventilation for baby was continued with the new ventilator and this vn 500 was sent to service department. The ventilator did not give any alarm before this incident.

Manufacturer narrative:
The concerned device infinity acs workstation nc consist of a display infinity c500 cockpit and a (mostly independent) ventilation unit babylog vn 500. The device logbook has been analyzed. Despite initially a ventilation restart was reported, it showed that the display made a reboot. The reboot was triggered by a temporary timing problem in a software sub module. The ventilation was not affected by this reboot. A reboot of the display will fix the temporary software issue. During the reboot the display will blank out, a bar graph at the bottom of the screen will be followed by a start screen. After this sequence the system will be restored. If the reboot takes more than 45s the ventilation unit will activate a permanent acoustical alarm according to (B)(4). This is what was observed and reported by the customer. The ventilation of the babylog vn500 continued and the user could observe the ongoing ventilation and ventilation parameters like fio2 on the additional oled-display which is located on the ventilation part of the device.